Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device power consumption is increasing in a gradual fashion. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported.